Event description:
The customer called to report that they were hospitalized for low bgs. The customer stated that they were admitted overnight for observation and released the next day. The customer indicated that they were treated with glucose while they were in the hospital. The customer informed that they woke up with high bgs. The customer changed the set and the site and went to work. The customer stated that they were working on the computer and then woke up in the emergency room. The customer's bg was low. The doctor was not sure if it was pump related. Troubleshoot was performed. The lead screw test passed and the insulin exited. It was indicated that the basal, bolus and daily totals were checked and the totals did not match. The customer informed that the primes 5.0u while connected. Also the customer mentioned that the reservoir does not always close and the luer lock is loose.